Event description:
Health care professional reported left side ¿rupture of left implant" and "patient presents pain, burning and twinges in breast tissue of the left side". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported left side ¿rupture of left implant" and "patient presents pain, burning and twinges in breast tissue of the left side". The device has been explanted.